Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, the battery compartment was found to be cracked in two places. Evidence of moisture corrosion was observed in the battery compartment and on the underside of the battery cap. During testing, the pump failed a leak test in the battery compartment. The pump cover was opened and moisture corrosion was found on the support bracket. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.